Event description:
Boston scientific received information that their were concerns regarding this patients right atrial (ra) lead. It was stated that is was possibly dislodged. The caller was having trouble pacing in the right atrium. The patient only was pacing 2% of the time in the ra. The patient was sent off for an x-ray. To date, no symptoms have been reported. Physician: (B)(6), (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).